Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed and noted the male luer collar was cracked. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coupler of a basic IV solution admin set duo-vent spike/clearlink valve fractured when routine removal of connector was being performed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.